Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead reported to have sepsis. The patient was given intravenous medication. There were no additional adverse patient effects reported. The lv lead remains in service.